Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-03382. It was reported the patient was hospitalized on (B)(6) 2016 due to an infection at the ipg and lead site. In turn, cultures were taken and the patient was given antibiotics intravenously. The patient's scs system was explanted two days later, and the patient was released from the hospital with antibiotics on (B)(6) 2016.